Event description:
The customer reports, that during a lap cholecystectomy procedure, the clips jammed. First jammed after had functioned 3 times. Second one jammed with initial clip. Not performing a cholangiography, used under normal application. No pt consequence. Two devices returning.

Manufacturer narrative:
Two devices (a-b) were returned for analysis. The analysis results found that one device (a) was returned for analysis. The device was noted to have the jaw ramp broken off from the right side. No anomalies were found with the cam. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw condition. Device (b) was received for analysis with a clip jammed between jaws. However, functional test was performed on the returned device and by pulling the trigger, it released the jaws and the clip. In addition, it short fed 12 clips due to broken advancer tip. An investigation has been initiated to determine the cause of this issue. Instrument b: broken advancer tip.